Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 21472189.

Event description:
It was reported that patient had an infection. The patient underwent an explant procedure. Additional information received that the patient had a boil adjacent to the lead wiring and patients infection was at skin in the thoracic paraspinal region along the lead writing. It was noted that patient wound appearing not to be improving and situation then deteriorated and she was taken to the operating room for a wound clean up and closure. The patient was administered an antibiotic. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and nothing will be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had an infection. The patient underwent an explant procedure.